Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on (B)(6)2018, ventricular lead was confirmed to be disconnected and a ventricular lead issue was suspected. The atrial lead was disconnected and abandoned since december 2014. A re-intervention was performed on (B)(6)2018: both the ventricular lead and the subject pacemaker were replaced. The ventricular lead was tested after disconnection from the pacemaker: impedance was above 4000 ohms. A ventricular lead/pacemaker connection issue was excluded. Preliminary analysis showed that, based on available data, no issue is suspected on the subject device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on 24 november 2018, ventricular lead was confirmed to be disconnected and a ventricular lead issue was suspected. The atrial lead was disconnected and abandoned since (B)(6) 2014. A re-intervention was performed on (B)(6) 2018: both the ventricular lead and the subject pacemaker were replaced. The ventricular lead was tested after disconnection from the pacemaker: impedance was above 4000 ohms. A ventricular lead/pacemaker connection issue was excluded. Preliminary analysis showed that, based on available data, no issue is suspected on the subject device.